Manufacturer narrative:
Citation: patel k, et al. Transcatheter aortic valve implantation in acute decompensated aortic stenosis. Catheter cardiovasc interv. 2020 sep 1;96(3):e348-e354. Doi: 10.1002/ccd.28581. Epub 2019 nov 6. Earliest date of publish used for date of event. Medtronic products referenced: corevalve (PMA# p130021, product code npt), evolut (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the safety and efficacy of first line transcatheter aortic valve implantation (tavi) in patients presenting with acute decompensated aortic stenosis (adas) compared to patients treated electively. All data was retrospectively collected from a single center between (B)(6) 2015 and (B)(6) 2018. The overall study population included 893 patients (adas = 170, elective = 723) and was predominantly male with a mean age of 83 years. Medtronic transcatheter valve systems were used to treat 80 of these patients: corevalve (adas = 1, elective = 1) or evolut (adas = 13, elective = 65). No unique device identifier numbers were provided. The one-year mortality rates for the adas and elective cohorts were 15.3% and 8.4%, respectively. None of the deaths were attributed to medtronic product. Among all patients, adverse events included: permanent pacemaker implantation, stroke, cardiac tamponade, unspecified further valve intervention, moderate to severe aortic regurgitation, high peak aortic valve gradient (more than 20 mmhg), life threatening bleeding, and unspecified vascular access site complications (no interventions reported to have been performed as a result). Medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.